Manufacturer narrative:
The subject device in this report has not been returned to omsc, but was returned to olympus (B)(4). (B)(4) investigated the subject device, but no irregularity was found. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility found abnormal inflammation in the unspecified site of the patient at the end of an unspecified procedure using the subject device. Other information such as outcome of the patient was not provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the patient code from inflammation to injury and additional information. The user facility reported that the user facility did not found inflammation but a lesion during the procedure. In addition, it was reported that the lesion (seemed like a mucosal laceration) was in the stomach wall of the patient and was observed when withdrawing of the subject device. The exact cause of the reported event could not be conclusively determined at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the user facility and obtained some pictures of the patient injury that showed the mucous membrane split and bleeding. In addition, olympus obtained the information that the patient became well after the procedure. The exact cause of the reported event could not be conclusively determined at this time.